Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the safety release button had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates the button may have been pushed down displacing it into the handle after clip deployment. The device was fully clip deployed, the vessel locator wings were bent and the thumb advancer had been retracted as far proximal as possible. These findings are consistence with and confirm the reported difficulty experience during removal. Retraction of the thumb advancer is also consistent with the instructions for use when resistance is encountered during device removal. During the closure procedure, if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After the access ports are used, retract the thumb advancer as far proximal as possible, then slide the safety release to collapse the locator wings and reset the plunger. The bent vessel locator wings are also consistent with a difficult to remove. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent. The most likely cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending of the locator wings and subsequently contributing to difficult device removal. Based on the investigation findings, reported information and the inspection criteria, the difficult removal experienced during the procedure appears to be related to the operational context. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for difficulty to remove closure device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after clip deployment (step 4), the difficulty was encountered while removing the device. It was reported to be stuck. Per the instructions for use, the access ports and the safety release button were used, but it did not release the device. The device was then pulled out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.